Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the scanner cable was broken. The field service engineer replaced the scanner cable to resolve the issue. The system functioned as intended after the field service troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a scanner damaged. The customer reported unable to scan meds and that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.